Manufacturer narrative:
Hill-rom technical support troubleshot with the account and suggested calibrating the scale and provided instructions. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in 3c at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).